Manufacturer narrative:
Device available, return date - additional information. Device evaluated, device returned - additional information. Evaluation codes - additional information, device evaluation. Additional manufacturer narrative - additional information, device evaluation the pipeline pushwire was returned for evaluation with a microcatheter. The pipeline braid was not returned for evaluation. The pushwire was observed to be bent approximately 6 to 17 cm from the distal tip coil and kinked approximately 88 cm from the proximal end. The coating of the entire pushwire length was examined under a video inspection system; coating damage was observed approximately 34 to 36.5 cm as well as 1 to 2 cm from the proximal end. Based on the analysis findings and event details, the report that the pipeline was stuck inside the capture coil could not be confirmed. The cause for the reported experience could not be determined as the pipeline braid was not returned and no damage was found on the capture coil. Any contributing factors from the pipeline braid could not be assessed. Additionally, the patient anatomy condition was not reported; therefore any contributing factors from the patient anatomy could not be assessed. The damage observed on the pipeline pushwire (bending / kinking) and on the microcatheter (kinking / flattening / accordioning) suggest that excessive force used (pushing and pulling). Per our instructions for use (IFU): ¿detachment can be facilitated by slowly rotating the delivery wire in the clockwise direction and/or manipulating the microcatheter by locking down the delivery wire and moving both as a system. Rotate the delivery wire only in a clockwise direction. Rotating in a counter-clockwise direction may make device release more difficult or impossible. If the capture coil tip of the delivery system becomes stuck in the mesh of a delivered ped, rotate the wire clockwise while advancing the wire to try to release it, then slowly pull back on the delivery wire.¿ the coating damage on the pushwire appeared to have been caused by mechanical scraping and abrasion. The torque device and rhv were also not returned for evaluation; therefore any contributing factors from the torque device/rhv valve could not be determined. All products are 100% inspected for damage and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline device has not been returned for evaluation. The device was not returned, therefore the event could not be confirmed and an event cause could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline device did not open during a procedure. The patient was undergoing treatment for a giant aneurysm in the right ophthalmic artery. The aneurysm was 21x18mm. The microcatheter was navigated to the treatment site at the m1 middle cerebral artery (mca). A pipeline device was navigated through the microcatheter. At deployment, the microcatheter was pulled back and 3-4mm of the pipeline device was released. The physician found that the pipeline "head" would not open after 3-4 rotations of the delivery wire. The physician made many adjustments, but was unable to release the device. The microcatheter and pipeline were withdrawn from the patient. A new catheter and pipeline were used to successfully complete the procedure. The patient's current status is normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.